Event description:
The customer reported the device displays a system failure error message when connected to battery and is resolved when the device is rebooted. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.